Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, endurant stent graft contra limb was planned to be landed on the right common iliac artery. However, the contra limb was landed on the right external iliac artery. A non-medtronic device was utilized for the proximal region. Per the physician, the cause of the event was due to user/operational error. The limb was deployed more distally compared to the planned position due to the difficulty in confirming the angle of separation between the internal iliac artery. No additional clinical sequelae were reported and the patient is fine.